Manufacturer narrative:
(B)(4). G2: foreign - event occurred in netherlands. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during an unknown time, in a certain position, the motor stops working. It seems as though the motor has reached a dead spot. When we then manually push the motor into a different position (using the black pin in the handpiece), it starts working again. Until, eventually, the motor ends up in the same position again by chance. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information.